Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy ii drug eluting stent was advanced for treatment. However, the device was damaged and defective. The procedure was completed with a different device. The patient was unharmed and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 20 mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy ii drug eluting stent was advanced for treatment. However, the device was damaged and defective. The procedure was completed with a different device. The patient was unharmed and there were no patient complications reported.